Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during an implant procedure, the cardiac resynchronization therapy defibrillator (crt-d) set screw "did not have a grip" on the right ventricular lead. The device was not used and another was implanted. It was also reported that during the implant procedure, the right ventricular lead had low sensing. The lead was repositioned and remains in use. No patient complications have been reported as a result of this event.